Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device would intermittently display a blank screen. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d9 product available to stryker indicates: no. Section d9 product available to stryker should indicate: return. Section d9 returned to manufacturer on should indicate: 07/04/2022. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The root cause of the reported issue is determined to be user interface board. The customer declined the repair. The device was subsequently returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that the device would intermittently display a blank screen. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.